Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis showed 4 low speed operation alarms that occurred while the device was attached to the power module only, with the lowest speed recorded as 5970 rpm. This behavior has been linked to potential issues with the percutaneous lead. A percutaneous lead distal end repair was performed. No immediate alarms followed the procedure.

Manufacturer narrative:
Incidental findings: an incidental finding of cosmetic damage to the silicone jacket of the driveline was observed during evaluation of the returned product. Manufacturer's investigation conclusion: although the low speed events captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause was not confirmed through the evaluation of the returned section of the driveline. The submitted log file showed speed drops below the low speed limit with corresponding low speed advisories on 17jan2020 at 12:20:11 am, 05feb2020 at 11:02:01 pm, and 06feb2020 at 4:08:29 am and 6:00:15 am. All of the captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(6) 2020 by abbott personnel. An approximately 18"" segment of driveline was returned for evaluation. Some breakdown of the braided shield was observed approximately 2.5¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. There were no immediate alarms after the driveline replacement. The patient remains ongoing on vad support and no further issues have been reported. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.